Event description:
User facility reported that the device flange was broken. Additional info regarding when this issue was found (during use with patient or during cleaning), how device had been secured in place and whether any medical intervention was required has been requested. None of the requested info has been provided at this time. No adverse effects to patient have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.